Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that a metal piece from a diskette was stuck in the drive and caused damage, the paper guide was broken on the printer drawer and there was a slight overheat smell due to the power supply being out of specification. (B)(4).

Event description:
It was reported the programmer smells like it is overheating, there is a disk drive malfunction, and a printer tray piece is broken. The programmer was returned for repair. No patient complications were reported as a result of this event.